Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported exchange from textured to textured to smooth due to the patient concern of the implant and capsular contracture baker grade iii/IV. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: observed, opening on radius side assessed, as surgical damage. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, exchange from textured to textured to smooth, due to the patient concern of the implant. And capsular contracture, baker grade iii/IV. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported exchange from textured to textured to smooth due to the patient concern of the implant and capsular contracture baker grade iii/IV. This record is for the left side. Device was explanted.